Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the patient experienced syncopal episodes possibly related to damage of the right ventricular lead at implant. The rv lead had high impedance and lead fracture is suspected. The lead was capped and replaced. Malfunction of the implantable cardioverter defibrillator (ICD) was also suspected by the physician so the device was explanted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).